Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the scar site was looking very nasty and with lots of scar tissue. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information received indicates that the right ventricular (rv) lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report was created to update the entry in d6b: explant date and h6: impact code, and to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the scar site was looking very nasty and with lots of scar tissue. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.